Manufacturer narrative:
Rti germany conducted a batch documentation review for serial ID (B)(6), manufactured from lot nza19260138. No departures from standard operating procedures were noted during the records re-review for lot nza19260138. Manufacturing records review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. To date, rti germany has manufactured and distributed 50 copios pericardium membranes from the lot without related complaints. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Inflammation and infections are a well-known phenomenon after implantation of copios membranes and other grafts. Most often, they are not product-related but procedure-related or related to patient's medical history or circumstances (e.g. Diabetes, allergic reactions to bovine material, bruxism, smoking, bad mouth hygiene, or increased age). The dehiscence, pain, abscess and need for explantation of the puros bone block are most likely related to the infection/inflammation of the wound. It is unclear if the copios membrane was explanted. Most likely, the infection was caused by the unsterile surgical procedure. Transplant failure and wound dehiscence are listed in the current rsi of the products. In general, wound complications like infection, pain, inflammation are mentioned as procedure related reactions are also listed in the rsi. It is more plausible that the adverse event is most likely associated with a source or event extrinsic to the implants.

Manufacturer narrative:
A comprehensive re-review of the manufacturing records is being conducted. Once results are available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4) (tmi), a wholly subsidiary of rti, received a complaint on 12/11/2020. It was reported that on tooth sites 35 & 37 a puros bone block was inserted into the patient on (B)(6) 2020 and fixed with 2 screws. The block was filled with puros granules and the block was covered with a copios pericardium membrane. On (B)(6) 2020 a dehiscence of the suture with an incipient inflammation was discovered. All attempts to stop this inflammation were unsuccessful and the block was removed on (B)(6) 2020. It is unknown at this time if the copios pericardium membrane was explanted as well.